Event description:
On (B)(6) 2012, tosoh bioscience received information that a customer has been using tosoh g7 reagents on a tosoh g8 analyzer over an extended period of time. The customer had requested g8 reagents from their distributor but the distributor ordered g7 reagents and the customer used what was received. Only tosoh g8 reagents are to be used on the tosoh g8 analyzer. The customer reported that all qcs and all proficiency testing had been acceptable using the g7 reagents. Corrective and preventative actions has been implemented to catch such discrepancies should they occur in the future.